Event description:
On (B) (6) 2009, patient transferred from outlying facility with non-stemi. Placement of multi-link vision 3.5x15 in 95% proximal circumflex; multi-link mini-vision 2.5x15 in om3; multi-link mini-vision 2.25x15 in 99% distal circumflex. Patient did well, discharged to home on (B) (6) 2009 on asa 325mg, and plavix 75 mg qd. Returns to ER here on (B) (6) 2009 with chest pain, stemi. To ccl emergently, films reveal that distal circumflex stent is occluded at it's origin, thrombus present. The previously placed stents in the distal circumflex and om3 were placed in a y-fashion. The distal circumflex was dilated 6 times with a 2.5x15 quantum maverick. The first posterolateral was dilated with a 2.0x20 apex. Previously placed stent in the origin of om3 dilated with 3.0x15 quantum maverick. Kissing balloon technique used to dilate om3 with 3.0x15 quantum maverick and circumflex with 2.5x15 quantum maverick. Integrilin begun. Final films reveal 0% stenosis with timi iii flow in om3, minor irregularity in distal circumflex. There was some question as to the patient's compliance with plavix at home.